Event description:
During deployment of the angio-seal device, after removal of the procedure sheath and insertion of the angio-seal sheath and arteriotomy locator, the physician noticed the sheath of the angio-seal device started to "come apart and break up like an egg shell." A vascular surgeon was consulted and portions of the sheath were removed from the pt in the cardiac cath lab. The device components were retained by the hospital. Fluoroscopic examination revealed no pieces left in the pt; a doppler flow ultrasound was done; results are unknown. The pt was reportedly released from the hospital with no complications. Attempts to obtain the product from the facility were unsuccessful. The product has been stored in a pyxis system.